Manufacturer narrative:
This lead is expected to be returned for analysis. This report will be updated once analysis is completed.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high threshold measurements. It is unclear if there may have been any impact on therapy that would have resulted in asystole of greater than two seconds. The rv lead was explanted during a general device change-out procedure and is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed coil deformation, insulation abrasion, and insulation tearing approximately 15-30 millimeters from the proximal end of the distal spring electrode. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead within the heart. The reported high threshold measurements were likely the result of the lead damage observed by the laboratory.